Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported strong inflammation following an intraocular lens (iol) implant procedure. The lens remains implanted. Additional information was received that t was stronger inflammation compared to the fellow eye, but not that strong. The clinical judgement of the inflammation was considered non-infectious.